Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2013-09170. It was reported that a guide wire broke. A 330cm rotawire and a rota burr were selected to ablate the target lesion. During the procedure, the rotawire was advanced into the patient. The rota burr and advancer were then advanced over the wire to set the rpm, while still outside the patient. The system stalled and it was then noticed that the wire was broken. No patient complications were reported and the patient¿s status was stable. The procedure was rescheduled for another day and was successfully completed.